Manufacturer narrative:
Clinical review: it was reported this patient was initially scheduled to be on pd therapy a few years ago (exact date unknown) and it was determined they did not qualify for pd therapy following this reported event. It was then determined the patient¿s peritoneum was not viable for pd therapy and they were transitioned to in-center hd therapy utilizing fresenius hd systems. It was affirmed the patient did not experience a serious injury or receive medical intervention beyond assistance with fluid removal as a result of this event. Additionally, the patient stated there was nothing wrong with their fresenius equipment and confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued with in-center hd therapy without incident. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported that they experienced fluid leaking into their chest as a result of peritoneal dialysis (pd) therapy. Upon follow up with this dialysis patient, it was reported they were initially scheduled to be on pd therapy a few years ago (exact date unknown) and it was determined they did not qualify for pd therapy following this reported event. It was explained the patient finished pd home training with the outpatient clinic and underwent one ccpd treatment on their home fresenius cycler. Fluid accumulated in a pocket in their peritoneum during their first pd treatment (exact date unknown) and they were not able to get all peritoneal effluent fluid out. It was then determined the patient¿s peritoneum was not viable for pd therapy and they were transitioned to in-center hd therapy utilizing fresenius hd systems. The patient denied experiencing a serious injury or receiving medical intervention beyond assistance with fluid removal as a result of this event. Additionally, the patient stated there was nothing wrong with their fresenius equipment and confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued with in-center hd therapy without incident.

Event description:
During a customer experience survey a patient reported that they experienced fluid leaking into their chest as a result of peritoneal dialysis (pd) therapy. Upon follow up with this dialysis patient, it was reported they were initially scheduled to be on pd therapy a few years ago (exact date unknown) and it was determined they did not qualify for pd therapy following this reported event. It was explained the patient finished pd home training with the outpatient clinic and underwent one ccpd treatment on their home fresenius cycler. Fluid accumulated in a pocket in their peritoneum during their first pd treatment (exact date unknown) and they were not able to get all peritoneal effluent fluid out. It was then determined the patient¿s peritoneum was not viable for pd therapy and they were transitioned to in-center hd therapy utilizing fresenius hd systems. The patient denied experiencing a serious injury or receiving medical intervention beyond assistance with fluid removal as a result of this event. Additionally, the patient stated there was nothing wrong with their fresenius equipment and confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued with in-center hd therapy without incident.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.